Event description:
Pt was undergoing a resection procedure of the breast due to an intraductal papilloma. It was reported that the pt had a 1.5 cm long third degree burn on the calf area of their left leg. The treatment of the burn required debridement of the skin and subcutaneous tissue by a plastic surgeon. The burn was in the same location and placement of the 3m 9160 universal electrosurgical pad.